Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer had an error message "gas system failure" on the electronic pt gas sys (epgs). There was also audible alarm. The device was not changed out, as the perfusionist kept hitting the silence alarm. They completed surgery without changing out the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained on the epgs and will troubleshoot reported issue.